Manufacturer narrative:
Exemption number e2015055. Fifteen devices were received for evaluation; 15 events were confirmed during testing. Eight devices were found to be fractured. Three devices were found to have missing components. Two devices were found to have loose components. One device was found to be fractured and have a missing component. One device was found to have a damaged component. Ten devices are available for evaluation but have not yet been evaluated. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 25 malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. Twenty three reported events had no patient involvement; no patient impact. Two reported event had patient involvement; no patient impact.

Manufacturer narrative:
Exemption number e2015055. Nine devices were received for evaluation. Nine events were confirmed. Five devices were found to be affected by a compromised weld and a loose o-ring. Three devices were found to be affected by a fractured component. One device was found to be affected by broken rails and a missing o-ring. One device was expected to be returned, but was not available for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 25 malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. Twenty three reported events had no patient involvement; no patient impact. Two reported event had patient involvement; no patient impact.